Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) only. The valve was partially open and the device was bloody inside and outside. The valve, hub, shaft, and tip were microscopically, tactile and visually inspected. Inspection of the threads of the was revealed they were damaged/cross threaded with blood surrounding the threads and in the opening of the device. The valve was taken apart and rinsed with water, then reassembled. It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4). Tw (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was in permanent atrial fibrillation. 10,000 units of heparin was administered during the procedure. The transseptal puncture was at 2:08pm and the activated clotting time (act) was measured at 280 at 2:35pm. Echocardiogram measurements of the laa were 0 degrees = 23mm diameter & 19mm length (foreshortened), 45 degrees = 17mm diameter & 21mm length, 90 degrees = 17mm diameter & 28mm length, 135 degrees = 22mm diameter & 27mm length. It was determined to use a 27mm watchman® laa closure device. The laa was quite anterior, so a double curve watchman® access system (was) was used. The transseptal sheath was exchanged for the was. The nurse was advised to prep the was and lock in the dilator without tightening the valve onto the dilator. The hemostasis valve of the was then proceeded to leak blood substantially after the dilator was removed and would not close tight around the guide wire or pigtail catheter. The amount of blood was unknown as it was not collected; however, no blood transfusion was necessary. The clinical specialist advised to put some forward pressure on to the valve while trying to tighten the valve, but this was quite difficult and needed a substantial amount of force. The procedure was completed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was in permanent atrial fibrillation. 10,000 units of heparin was administered during the procedure. The transseptal puncture was at 2:08pm and the activated clotting time (act) was measured at 280 at 2:35pm. Echocardiogram measurements of the laa were 0 degrees = 23mm diameter & 19mm length (foreshortened), 45 degrees = 17mm diameter & 21mm length, 90 degrees = 17mm diameter & 28mm length, 135 degrees = 22mm diameter & 27mm length. It was determined to use a 27mm watchman® laa closure device. The laa was quite anterior, so a double curve watchman® access system (was) was used. The transseptal sheath was exchanged for the was. The nurse was advised to prep the was and lock in the dilator without tightening the valve onto the dilator. The hemostasis valve of the was then proceeded to leak blood substantially after the dilator was removed and would not close tight around the guide wire or pigtail catheter. The amount of blood was unknown as it was not collected; however, no blood transfusion was necessary. The clinical specialist advised to put some forward pressure on to the valve while trying to tighten the valve, but this was quite difficult and needed a substantial amount of force. The procedure was completed. No further patient complications were reported and the patient's status is stable.